Event description:
Sales rep reported that the surgeon had a pt with a ceramic head fracture. The original surgery date was (B)(6) 2003. The pt had an exeter stem with an abg 2 cup, ceramic on ceramic.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s. But a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.